Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed worn upstream occlusion (uso) and downstream occlusion (dso) seals, broken battery compartment door, missing one battery compartment insulator, fading lcd, scratched lcd lens, damaged latch lock, expulsor-valve sticking, and camshaft bearing sticking. Event history logs were not reviewed. Functional testing was performed and the reported issue was able to be replicated; accuracy testing failed for over-delivery. The root cause was determined to be a bad/sticky valve and/or a bad expulsor. The expulsor and valves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported that the device exhibited a failed volume test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.